Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry # 974913. Visual inspections & results: cartridge condition, ab partially fired; cartridge returned batch number, a ed0047 b ed00. Condition of guide block, n/a; condition of knife, good; condition of wedges, good; firing handle condition, good; is knife present, yes; lockout indicator, ab fired; staples present in instrument, no. Functional tests & results: was instrument cylced, no. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that instrument was returned with a broken belt. Cartridge b was returned with proximal end broken off. No testing could be performed due to condition of firing belt. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure it functions properly. Co stirves to understand each incident as it occurs in order to continuously imporve co's products.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device would not fire. There was no pt consequence.